Event description:
Customer received discrepant free t4 results for two samples from one pt and is requesting investigation for possible interference. The pt had been hyperthyroid for several yrs and was retested after not responding to treatment. Sample 1, initial result 12.1 pmol/l, repeat 9.4 pmol/l. Sample 2, tested 2009, initial result 11.4 pmol/l, repeat 7.0 pmol/l. No info is available to determine if adverse events occurred. If additional info is received, appropriate notification will be provided.